Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, it was reported that tka cr femur ms poly- surgeon impacted poly and felt like the locking mechanism did not lock in correctly tried several times took poly in and out opened a new poly and repeated felt like locking mechanism did not work again opened a 3rd poly. Same issues were occurring surgeon was doing all the correct steps on the technique so we opened a 4th poly still was not satisfied so we opened a stemmed tibia, we opened the stemmed component in case we had to remove the tibial tray , we also opened to see if it was potentially the tray causing the locking mechanism to not work correctly and tried to engage the poly and tray on the back table surgeon was not convinced changing trays would help and we put in a 6x7 left ms poly surgeon still did not feel satisfied at the end of the case. Doe: (B)(6) 2025. Affected side: left knee. Product description: -atune cr lt ms ins sz 6 5. Product code: -151820605. Lot no: -m5342c. 1.quantity of manufactured (B)(4). 2.date of manufacturing -27-dec-2023. 3.expiry date - 30-nov-2031. 4.any anomalies or deviations identified in DHR: no. 5.IFU reference: (B)(4). A manufacturing record evaluation was performed for the finished device product description: atune cr lt ms ins sz 6 5 product code: 151820605 lot number: m5342c and zero non-conformances were identified, however not related to the reported failure mode of the complaint. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: -atune cr lt ms ins sz 6 5, product code: -151820605, lot no: -m5342c, 1.quantity of manufactured (B)(4), 2.date of manufacturing -27-dec-2023, 3.expiry date - 30-nov-2031, 4.any anomalies or deviations identified in DHR: no, 5.IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device product description: atune cr lt ms ins sz 6 5 product code: 151820605 lot number: m5342c and zero non-conformances were identified, however not related to the reported failure mode of the complaint.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. Corrected: d4 primary UDI. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee arthroplasty (tka) with a cruciate-retaining femoral multi-size polyethylene, the surgeon impacted the polyethylene insert and felt the locking mechanism did not engage correctly. The surgeon removed and reinserted the insert several times and opened a second and then a third polyethylene with the same issue. After a fourth polyethylene was opened and still did not satisfy the surgeon, a stemmed tibial component was opened in case tray removal was required and to evaluate whether the tibial tray might be causing the locking failure; the team attempted to engage the polyethylene and tray on the back table. The surgeon was not convinced that changing trays would resolve the problem and ultimately implanted a 6x7 left multi-size polyethylene, although the surgeon remained not fully satisfied at the conclusion of the case. No further information is available. Doe: (B)(6) 2025. Affected side: left knee.